Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular sensing integrity counts up to 1647 and non-sustained ventricular tachycardia episodes due to lead noise oversensing. (B)(4).

Event description:
It was reported that the device had a noise sensing and detection issue and simulated short v-v intervals. Additionally, the lead had high sensing integrity counter (sic). The lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.